Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-aug-2020. The most recent information was received on 20-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain on the left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and fatigue ("tiredness"). Essure treatment was not changed. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc; after internal review, event pain on the left side was updated to pelvic pain female (from pain nos). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain on the left side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant) and fatigue ("tiredness"). At the time of the report, the pain and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2020: initial quality safety evaluation of ptc was added. Due to internal review this case was detected to be reported as serious incident report, amendment was made for event pain nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.